Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate high voltage therapy due to oversensing of noise. Imaging of the lead showed externalized conductors. The patient was under pneumonia treatment and therefore lead explant was postponed. The patient was otherwise stable.